Event description:
Healthcare professional reported left side "rupture" of a saline implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening and yellow biological tissue. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified an opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.